Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported they were trained on reprogramming. The patient had become very constipated, which caused some of the problems.

Event description:
The patient reported that he had the device implanted to help him void. It was no longer helping to empty the bladder. The patient was not feeling stimulation and it was noted that he was on program 1 at 2.7 volts. If he turned it up to 3 volts, he would feel it but it would cause pain in the testicles and it still wouldn't help with the symptoms, so he turned it back down. Therapy was confirmed to be on. No trauma/falls were related. The patient was aided in changing from program 1 at 2.7 volts to program 2 at 1.1 volts and he confirmed feeling it in the correct area. This was noted to have been sudden and occurred on (B)(6) 2016. The patient was redirected to his healthcare provider (hcp) if all programs were tried and the issue did not resolve. Indications for use were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.